Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the rep reported that the patient's doctor gave them some cream for the burning sensation at the pocket site but that the patient was still having sensations whether the device was on or off, in any position, at any time of day. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) and consumer regarding a patient who was implanted with a neurostimulator (ins). It was reported that the patient had called their rep to inform them that the patient has been experiencing a burn sensation in the battery pocket the past 3 weeks. No troubleshooting has been done yet. The patient said it's been happening for the past 3 weeks. It happens for 2-4 hours when stimulation is on or off and it happens 3-4 times a week. There's no constant cause for the burning. The burning happens randomly. The rep instructed the patient to make an appointment with their doctor. It was reported that cause if the burning at the battery site was unknown. No actions were taken at this time to resolve the issues. The rep reported that the patient had a shocking, tingling sensation at the ins location. The caller was not with the patient. It was reviewed to shut off stimulation and see if tingling/shocking goes away. No further complications were reported or anticipated.